Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the mini drawers were failed and needed maintenance, unable to recover. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers failed. A field service engineer identified short circuit error messages for mini pockets 1.4 and 1.6 during diagnostic testing when opening. Both control engines were replaced. Diagnostics were return to confirm resolution, and no further errors were observed. The system functioned as intended after the field service engineer repaired the device